Event description:
The customer reported the alarm has not power even when the batteries were replaced with a new supply. The battery door is not missing or damage, battery springs and contacts are not bent or missing. There was no visible damage to the outside of the alarm. This was discovered during set up so there was no pt contact.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the negative post on the battery connector fits loose of the battery which if wiggled while powered on causes the alarm to power off. The alarm sounds as it should when powered on. (B)(4).